Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again 10 minutes" message after 3 days of wearing the adc freestyle libre 2 sensor and was therefore unable to obtain readings. Customer experienced symptoms of hypoglycemia and lost consciousness and was seen at the hospital where he was diagnosed with hypoglycemia. Customer was treated with glucagon and reportedly hospitalized for one day. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving a "scan again 10 minutes" message after 3 days of wearing the adc freestyle libre 2 sensor and was therefore unable to obtain readings. Customer experienced symptoms of hypoglycemia and lost consciousness and was seen at the hospital where he was diagnosed with hypoglycemia. Customer was treated with glucagon and reportedly hospitalized for one day. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
After further review it was determined that the serial number as reported by the customer (B)(6) was found to have been rejected and scrapped during the manufacturing process. This particular serial number never completed the manufacturing process and was never distributed. It is not possible that the reported serial number could have been processed to a finished kit and shipped to a customer. This review invalidates the serial number reported by the customer. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history record was reviewed and confirmed that the reported serial number (B)(6) and the associate components in the complaint were scrapped during the manufacturing process. Therefore, this search invalidates the serial number listed in the complaint. A clinical review has been conducted and the review has found no indication of any product clinical performance issues that would be expected to result or contribute to customer complaints. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.section h10 addtl mfg narrative - has been updated as additional information was added to the investigation.

Event description:
Customer reported receiving a "scan again 10 minutes" message after 3 days of wearing the adc freestyle libre 2 sensor and was therefore unable to obtain readings. Customer experienced symptoms of hypoglycemia and lost consciousness and was seen at the hospital where he was diagnosed with hypoglycemia. Customer was treated with glucagon and reportedly hospitalized for one day. There was no report of death or permanent injury associated with this event.